Event description:
It was reported to philips that the device displayed a failed dx message with a solid red x in the ready for use (rfu) indicator with chirp sound. The device was not in use on a patient.